Manufacturer narrative:
Concomitant medical products: 4076-52 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead causing anxiety in the patient. The right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing of noise with high rate non-sustained (hr-ns)and sensing integrity counter (sic) episodes. The lead had high impedance and a confirmed fracture. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.